Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 01/09/2024, the following additional information was obtained: the defective arm was discovered in spd. We did not notice any thermal damage. No photographic images of the device(s) or a video recording of the procedure is available for isi review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. Additional observation related to customer reported complaint was also identified: the maryland bipolar forceps instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed electrical continuity test on 3 out of 3 attempts.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument wire was frayed. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported event was identified during central processing. The customer did not notice any thermal damage on the maryland bipolar forceps instrument.